Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went into diabetic ketoacidosis (dka). The infusion set site was changed and insulin was changed. Customer reverted to using manual injections for insulin therapy. Customer was admitted to the hospital. Intravenous (IV) antibiotics was administered and "midline procedure (12 ivs) was performed. Dka was resolved with no permanent injury. Customer was released from the hospital on (B)(6) 2019. Customer did not know cause of dka. Prior to hospitalization, the pump basal rate was increased. There were no issues with the cartridge, infusion set tubing or cannula. Customer continued to use pump for insulin therapy.